Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device has an intermittent leak in the regulatory valve. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, during an unknown diagnostic procedure there were sounds of gas leakage from the device. The procedure was completed with the same device. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The gas leak is attributed to the faulty electro-pneumatic proportional valve. The cause of the faulty electro-pneumatic proportional valve cannot be determined.